Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. It was noted that there where cuts in the insulation and there was dried blood/body fluid noted in the lead lumen. The lead was then subjected to a series of cathode, anode and hipot measurement test that were performed to test the lead functions. The initial allegations of dislodgement could not be confirmed during testing.

Event description:
Boston scientific received information that post proceedure, both leads were confirmed to have dislodged overnight. The right atrial and ventricular (rv;ra) leads were explanted due to dislodgement. A new rv and ra lead was successfully implanted. No adverse patient effects reported.